Event description:
Boston scientific crm received information via a post-market study that this device was identified as having at least one episode of noise/artifact. The noise was oversensed and resulted in at least two seconds of pacing inhibition. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device never triggered replacement indicator while implanted. Microscopic visual inspections noted damage/tear to the atrial positive and left ventricular positive seal plugs. Body fluid contamination was noted in their connector blocks. All setscrews moved freely. Lead impedance testing was performed and all measurements were within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing could not confirm the reported noise, oversensing or pacing inhibition, but damage to the atrial positive seal plug may have contributed to the noise.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later reported that the physician elected to explant this device due to the noise on the rv channel. The noise was not reproducible. The patient is pacemaker dependent and pacing was inhibited. No inappropriate shocks had been delivered. A new boston scientific cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. The device will be returned. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.